Event description:
It was reported that during the device replacement procedure, when the physician tired to tighten the is-1 electrode, the setscrew did not make the typical noise and the physician suspected that the "screw was rolled". The physician attempted three more times with no change. The physician then tried to remove the electrode from the connector block but was unable to do so. After this, the physician was able to tighten the is-1 electrode and the usual sound was heard. The device remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.